Event description:
The customer reported that the system would not display images during fluoro. There is no report of patient injury.

Manufacturer narrative:
The customer was issued a repair quote, but never responded to the svc rep's follow-up calls. The case was closed.